Event description:
A report was received that the patient's ipg was rapidly discharging its battery. The patient underwent an ipg replacement and did well postoperatively.

Event description:
A report was received that the patient's ipg was rapidly discharging its battery. The patient underwent an ipg replacement and did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was charged in two cycles from its hibernation despite active stimulation. The device passed all required tests. The device exhibited normal device characteristics.